Manufacturer narrative:
Date of this report was inadvertently documented as oct 26, 2016 on the initial report. The correct date is oct 25, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the handpiece device would not secure the burrs was confirmed. An assessment was performed on the device which found that two springs for the lock tabs in the burr lock mechanism assembly had failed and were not pushing on the lock tabs to secure cutters. It was found that one of the springs was out of place and deformed and the other spring was out of place and completely gone. The assignable root cause of this condition was determined to be due to misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event it was reported that during an unspecified surgical procedure of the spine it was observed that the burr devices would not stay engaged when used with the handpiece device and the long attachment device. It was reported that there was no allegation of a malfunction with the burr devices. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.